Manufacturer narrative:
The patient's infection has reportedly cleared. The explanted product was discarded by the medical facility and will not be returned for evaluation. A review of the sterilization records for the explanted device was completed and no anomalies were noted. This is the final report.

Event description:
The patient's implant was explanted due to mrsa infection.